Event description:
It was reported the epg (external pulse generator) failed the ventricular sensitivity test. The values were out of specification. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Lcd (liquid crystal display) is out of specification (missing pixels). Battery contacts are compressed. Battery drawer is broken and contaminated. Upper and lower cases and both bail covers are broken. Keyboard is scratched.